Event description:
The patient underwent cardiac computed tomography angiography (cta) and right heart catherization. Narrowing was shown on the cardiac cta. Revision of outflow graft was placed on hold due to bed shortage due to covid. The patient was taken to the operating room on (B)(6) 2021 for an outflow graft revision. The patient complained of increased shortness of breath, and had a swan ganz catheter during inpatient stay while awaiting surgery, mixed venous oxygen saturation (svo2) dropped significantly with any activity. Pump parameters did not change during the case.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction was confirmed based on the images submitted for review. The customer reported that the patient had infrequent low flow alarms. The observed narrowing of the outflow graft under the bend relief could have contributed to the reported alarms. The submitted CT images appeared to show a deformation of the outflow graft in the area underneath the bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for mlp-015749 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft: in ¿preparing the sealed outflow graft,¿ the user is instructed to keep the bend relief disengaged for de-airing, and in ¿attaching the sealed outflow graft to the aorta,¿ the user is instructed to stretch the sealed outflow graft completely and then measure and cut it to the appropriate length. In ¿attaching the sealed outflow graft to the pump,¿ the user is instructed to tighten the screw ring completely until it stops clicking, and also to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had infrequent low flow alarms and a suspected outflow graft obstruction.